Event description:
Pen not injecting the insulin [device failure], elevation of blood glucose level to 300 mg/dl [blood glucose increased], needle attached to the pen in between injection and used the dialing clicks to estimate the insulin dose [product storage error], used the dialing clicks to estimate the insulin dose [wrong technique in product usage process], cartridge holder detach from the pen body intentionally [intentional product misuse]. Case description: study ID: (B)(6). Study description: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk (B)(4) products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes patient's height, weight and body mass index were not reported. This serious solicited report from (B)(6) was reported by a consumer as "pen not injecting the insulin" with an unspecified onset date, "elevation of blood glucose level to 300 mg/dl" beginning on (B)(6) 2018, "needle attached to the pen in between injection and used the dialing clicks to estimate the insulin dose" with an unspecified onset date, "used the dialing clicks to estimate the insulin dose" with an unspecified onset date, "cartridge holder detach from the pen body intentionally" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus", mixtard 30 penfill hm(ge) 3.0 ml (insulin human) (suspension for injection, 100 iu/ml) (dose, frequency & route used: 40iu am, 25iu pm flatted vertical, subcutaneous) from unknown start date to (B)(6) 2018 due to "diabetes mellitus. Medical history included diabetes mellitus (type and duration not reported). On an unknown date patient's novopen 4 was not injecting the insulin. On (B)(6) 2018 it caused elevation of her blood glucose level to 300 mg/dl. On (B)(6) 2018, patient was hospitalized due to the event. It was reported that patient was not using novopen 4 without identifying the exact problem within the pen. It was reported that patient reuses the needle(unspecified) and leaves the needle attached to the pen in between injections. Also force needed to inject felt normal with no change. Before the experienced event occurred, cartridge holder detached from the pen intentionally. Insulin flow was not checked after assembly and patient was not trained by health care professional in the use of the novopen. Patient was using the dialing clicks to estimate the dose of the insulin. On (B)(6) 2018, patient was discharged from the hospital. Action taken to novopen 4 was reported as product discontinued. Action taken to mixtard 30 penfill hm(ge) 3.0 ml was reported as product discontinued. The batch number was requested. The outcome for the event "pen not injecting the insulin" was not reported. The outcome for the event "elevation of blood glucose level to 300 mg/dl" was unknown. The outcome for the event "needle attached to the pen in between injection and used the dialing clicks to estimate the insulin dose" was not reported. The outcome for the event "used the dialing clicks to estimate the insulin dose" was not reported. The outcome for the event "cartridge holder detach from the pen body intentionally" was not reported. Reporter's causality ( novopen 4) - pen not injecting the insulin: unknown, elevation of blood glucose level to 300 mg/dl: unknown, needle attached to the pen in between injection and used the dialing clicks to estimate the insulin dose: unknown, used the dialing clicks to estimate the insulin dose: unknown, cartridge holder detach from the pen body intentionally: unknown. Company's causality ( novopen 4) - pen not injecting the insulin: possible, elevation of blood glucose level to 300 mg/dl: unlikely, needle attached to the pen in between injection and used the dialing clicks to estimate the insulin dose: possible, used the dialing clicks to estimate the insulin dose: possible, cartridge holder detach from the pen body intentionally: possible. Reporter's causality ( mixtard 30 penfill hm(ge) 3.0 ml) - pen not injecting the insulin: unknown, elevation of blood glucose level to 300 mg/dl: unknown, needle attached to the pen in between injection and used the dialing clicks to estimate the insulin dose: unknown, used the dialing clicks to estimate the insulin dose: unknown, cartridge holder detach from the pen body intentionally: unknown. Company's causality ( mixtard 30 penfill hm(ge) 3.0 ml) - pen not injecting the insulin: possible, elevation of blood glucose level to 300 mg/dl: unlikely, needle attached to the pen in between injection and used the dialing clicks to estimate the insulin dose: possible, used the dialing clicks to estimate the insulin dose: possible, cartridge holder detach from the pen body intentionally: possible.

Event description:
Case description: investigation result : product name : novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Product name : mixtard® 30 penfill® 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with the following -investigational results updated. -manufacturer comment updated -narrative updated accordingly. Manufacturer comment: 31-may-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(6). Continued: evaluation summary investigation result : product name: novopen 4 batch unknown no investigation was possible, because neither sample nor batch number was available.